Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the therapy pads of the lifevest equipment. Patient described the area as bumpy, broken hives and indentations. There was no alleged device malfunction contributing to the irritation. The nurse at the patient's doctor's office recommended hydrocortisone cream for the skin irritation. Outcome of the skin irritation is unknown.